Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a kaguya device experienced a low priority 30166 (max air exceeded) alarm. This alarm occurred during use for peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that a leak occurred from an unknown location; further described as "was found under the device". There was no patient injury or medical intervention associated with this event. No additional information is available.